Manufacturer narrative:
Initial.

Event description:
It was reported that the device¿s sleep/wake button intermittently failed to respond, with episodes occurring multiple times per day and progressing over several months, sometimes requiring placement on a charger to restore function. Symptoms included no adverse clinical effects and no changes in blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and education, verification of serial information and logistics, and issuance of a replacement while the original unit was requested for return. Investigation of this case revealed an unresponsive mechanical control on the user interface consistent with a hardware malfunction affecting the power/sleep function. It was concluded, based on previously established findings for similar reports, that the cause was a device hardware failure of the button mechanism.